Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged battery failure and low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received new battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed self test and active current measurement. No unexpected charge/battery lasts less than expected, failed batt test alarms during testing. However, the pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: failed batt test alarm on 03/03/2026 16:09:41.000, 03/03/2026 16:10:34.000, 03/03/2026 16:11:15.000. With reference to the battery duration failure analysis instructions, battery cycle 5.0 received the lowbatteryalert (104) on 03/03/2026 16:07:00 faster than expected at 0.0 days. Battery cycle 2.0 received the lowbatteryalert (104) on 03/02/2026 01:42:00 after more than 7 days at 17.45 days. The customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, cracked keypad overlay, stained keypad overlay. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected, failed batt test alarms confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the electronic defective. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.